Event description:
Vns pt was hospitalized for 4-5 days after implant surgery and approx one month later, was bedridden and remained weak and lethargic. The pt was taken to hosp for eval and reportedly experienced a drop in blood pressure while enroute. The pt reportedly coded during this episode. It was reported that the parameter adjustments were made to the pt's device upon arrival at the hosp and that the pt was then transferred to a rehabiliation center. It was also reported that a neurologist either at the hosp or at the rehabilitation center may have abruptly taken the pt completely off of one of their anti-epileptic medications. During their stay at the rehabilitation center, the pt was again transported to the hosp due to uncontrollable seizures. Use of the magnet during this episode did not abort the seizures. The pt has returned to the rehabilitation center and remains there two months later. Investigation to date has been unable to determine the cause of the reported event.